Event description:
It was reported that a right ventricular (rv) lead being used as a temporary pacing lead was noted to have intermittent loss of capture due to being too short. An x-ray confirmed that there was no slack in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.